Manufacturer narrative:
On 7/27/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation and atrial flutter with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and protamine. During the procedure, after ablation had been performed, a tamponade was detected via intracardiac echocardiogram. Pericardiocentesis yielded approximately 700 ml. Protamine was administered for heparin reversal. Patient was reported to be hemodynamically stable. At the time of complaint report, patient was under observation. There is no information regarding extended hospitalization. Patient fully recovered. It was noted that the injury was discovered while ablating in the coronary sinus at 20 watts while performing a mitral annular block. Family medical history includes atrial fibrillation. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was on standard smarttouch settings. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation and atrial flutter with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and protamine. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was evaluated subjected to a screening test, which the catheter passed. The force feature was working properly, and the force sensor values were within specification. The catheter was tested for electrical performance and stockert compatibility, and was found within specification. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.